Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir: (B)(4), mfg date 06/05/2018, exp date 06/04/2020.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed on (B)(6) 2018 due to infection. The scrotum and penis were the infection sites. A spectra malleable penile prosthesis was implanted.

Manufacturer narrative:
Investigation results: an overall investigation conclusion code of adverse event related to procedure was chosen as the reported adverse event occurred during the procedure and the device had no influence on the event. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Suspect medical device, device manufacture date: reservoir: gtin # (B)(4). Upn# 720185-01. Batch/lot # 1000114756. Mfg date 06/05/2018. Exp date 06/04/2020.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed on (B)(6) 2018 due to infection. The scrotum and penis were the infection sites. A spectra malleable penile prosthesis was implanted. No additional adverse patient effects were reported.